Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported by the patient, she had bilateral tka done on (B)(6) 2011. The patient stated she started to experience pain on both knees since her surgery. Patient stated its hard to get up and down from a chair. The patient stated her right knee is worse than the left. Patient's right knee was revised on (B)(6) 2013. The patient stated she is still experiencing pain on both knees and her pain hasn't gotten better. Patient is not able to climb steps without assistance. Patient would like to know if implants are of recall. This pi for the right knee, pain after revision.

Manufacturer narrative:
Corrected data: date of implant. An event regarding pain involving an unknown triathlon insert was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: a review of the provided medical records by a clinical consultant indicated: "this inquiry reports the revision of a primary total knee arthroplasty approximately two years after implantation due to persistent pain. The patient continued to complain of pain after revision. I can confirm that this event took place since I was able to review the operation report and the radiographs. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of early failure are multifactorial including loosening, infection, instability, and surgical technique factors, as well as patient factors." Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient is experiencing pain post-implantation of stryker knee components. A review of the provided medical records by a clinical consultant indicated: "this inquiry reports the revision of a primary total knee arthroplasty approximately two years after implantation due to persistent pain. The patient continued to complain of pain after revision. I can confirm that this event took place since I was able to review the operation report and the radiographs. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of early failure are multifactorial including loosening, infection, instability, and surgical technique factors, as well as patient factors." It is noted that the patient is inquiring if the implants are part of a recall. Based on the catalog numbers provided no product reported in this pi is subject to a product recall. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: unknown stem 12x100 triathlon unknown size 2 triathlon universal baseplate unknown cement plug triathlon ps fem comp #2r-cem; cat# 5515f202; lot# sylfa triathlon asymmetric x3 patella; cat# 5551-g-320; lot# yt8y simplex p - us tobra fd 10-pk; cat# 61979010; lot# mcu024 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported by the patient, she had bilateral tka done on (B)(6) 2011. The patient stated she started to experience pain on both knees since her surgery. Patient stated its hard to get up and down from a chair. The patient stated her right knee is worse than the left. Patient's right knee was revised on (B)(6) 2013. The patient stated she is still experiencing pain on both knees and her pain hasn't gotten better. Patient is not able to climb steps without assistance. Patient would like to know if implants are of recall. This pi for the right knee, pain after revision.